Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails accuracy 6.8%. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was returned for failed accuracy test 6.8%. Visual inspection showed the device was in good condition. Accuracy test was performed and confirmed the customer reported issue. The cause was due to the expulsor. The expulsor was replaced to correct the reported issue. The device passed all functional tests after the repair.